Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
There was no patient involved. The device will not switch on with known good pad-pak with expiry 12/2020.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2011. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2012 and performed to specification up to the (B)(6) 2018. The pad-pak was removed. During this time information from the history log shows an increase in voltage which suggests a further pad-pak was installed. The pad-pak was reinstalled on the (B)(6) 2018 passing an auto self-test and then passing a self-test during a manual power cycle. No further log entries were recorded. The returned pad-pak was inserted into the device and failed to power on. This confirms the reported fault. A test pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. Further investigation found the device performed to specification when a test pad-pak was installed and throughout testing at heartsine. The device was returned for ¿will not switch on¿. This was due to the pad-pak being depleted beyond any use. The returned pad-pak was disassembled and scrutinised further and found that all 6 cells showed a similar level of depletion. The investigation can only presume that the returned pad-pak had either been stored incorrectly or was used with another device. The device had been in service from the (B)(6) 2012, passing all weekly auto self-tests up to the (B)(6) 2018. There were no low battery fails recorded throughout the history log and no drop in voltage to suggest the returned pad-pak was used in this device. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
There was no patient involved. The device will not switch on with known good pad-pak with expiry 12/2020.